Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that a patient passed away while connected to an ltv ventilator. There was no additional information provided regarding this reported issue. The ventilator has been put aside and was tagged "not for patient use".